Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a proglide device was used in the right common femoral artery via a 6f sheath hole after a cardiac interventional procedure. Reportedly, a guide was introduced into the femoral artery for the placement of the device for percutaneous closure in which the indicated steps were followed. When continuing step three, it was realized that the sutures of the knot release did not come. An attempt was made to remove the proglide device, but it could not be extracted due to resistance in which fluoroscopy was performed and it was noted that one of the feet was anchored inside the artery and the other outside. It is not known if it was due to traction of when the plunger was depressed, or when the device was manipulated, rotating the device to extract it with traction. The foot that was anchored perforated the vessel. Surgery was performed to treat the perforation and remove the device. It was confirmed during surgery that no pieces of the device remained in the patient. There was a reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information was received: per return analysis, a guide break was observed. Follow-up with the account confirmed that the device broke during use, but was held by the flaps [foot plate] that open the device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures of the knot release did not come¿ (cuff miss) and guide break were confirmed. The opening and closing the foot could not be tested due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of perforation is listed in the electronic proglide instructions for use (IFU), as a potential adverse event of use of the device. Reportedly, the device was removed against resistance. It should be noted that the IFU for use states: do not advance or withdraw the perclose proglide suture mediated closure device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.